Event description:
A customer reported via phone call indicating that their insulin pump does not turn on even after inserting new batteries. The patient's blood glucose level was unknown at the time of the call. The customer stated that the battery compartment is not corroded and the insulin pump was not exposed to moisture. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display and constant alarms due to moisture damage to the electronic assemblies. The functional testing could not be completed due to the blank display and audio anomaly. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.